Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that remote monitoring data for this right ventricular (rv) lead revealed rising rv pace impedance measurements and rv noise episodes. The patient was later brought in for testing in august, and a lead safety switch (lss) to unipolar and elevated thresholds were observed. The rv lead was surgically abandoned and replaced. It was noted that the pacemaker was explanted/replaced due to normal battery depletion (nbd). Additional information received reported that there was some speculation regarding lead fracture while reviewing x-rays, however the field representative had no further information regarding the suspected lead fracture. No additional adverse patient effects were reported.